Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: business manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device involved was used as usual and per the instructions for use (IFU); however, the anchor got stuck in the sheath. A second device was used. There were no patient issues. There was no patient injury/medical or surgical intervention required. Additional information was received on (B)(6) 2022: the procedure was an arteriogram using a 6fr procedural sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The foot pedal did not deploy in the artery. The estimated blood loss was 250cc. Manual compression was performed. Additional information was received on (B)(6) 2022: it was confirmed that a second device was not used as initial reported.

Manufacturer narrative:
One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath and carrier tube assembly, arteriotomy locator, foil package, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. The anchor, suture, and collagen were found to have been deployed and had been tamped down. The black indicator on the suture was visible at the proximal end of the tamper tube. No damage or deformation to the device or the components was identified. The locator was also returned, and no damage was identified on the component. Functional testing was unable to be performed due to the condition of the returned device. The complaint was able to be confirmed as a nondeployment pullout. An exact root cause for the issue was unable to be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).